Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. It was reported that the patient's passing was not cardiac related, but lv was being worn. It was reported that the passed away due to pneumonia related complications due to covid. The patient's doctor and nurse were with the patient at the time of passing. The patient's doctor and nurse reported that the device was alarming. It was reported that at the time of the alarms the patient was laying in bed and was not alert. It was reported that the response buttons were not pressed. It was reported that the patient was in the hospital and on telemetry. Resuscitation efforts were not performed as the patient was dnr. Per clinical review of the available ECG data, the device detected an arrhythmia at 08:37:28 on (B)(6) 2020 while the patient was in vf. The response buttons were pressed starting at 08:38:12. It is unclear who was pressing the response buttons. The device properly detected vf, however varying heart rate and response button use prevented the lifevest from treating the patient. The continuous ECG recording is not yet available. The patient was reportedly in the hospital and under medical care at the time of passing. No resuscitation efforts were performed as the patient was dnr. The patient's equipment has not yet been returned. Per review of the download data, there is no indication that a device malfunction caused or contributed to the patient's death.